Event description:
It was reported the lv (left ventricular) lead was capped and replaced as the patient was not responding to bi-ventricular pacing. As the physician could not determine whether the implant site was diseased or the lead dislodged, a new lv lead was implanted with different positioning. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.